Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check therapy pad messages, damaged therapy electrode) has been confirmed. Upon investigation the electrode belt had a cut alone the pule sire of the dn to rear te cable. Upon investigation, the pulse wire in the distribution node was intermittently shorted. The cause for the failure was the intermittently shorted wire. The root cause of the damaged pulse wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that belt was producing "adjust belt" messages, "check therapy pad" messages, and that it had a damaged therapy electrode.